Event description:
It was reported that the device reached elective replacement indicator prematurely. During the replacement procedure, the left ventricular lead dislodged, so the lead was removed. The physician was not able to place a new left ventricular lead, so a dual chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.